Event description:
The lead was explanted and replaced because of noise. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. The user facility has no responsibility to file a 3500a. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Evaluation summary: tca024535v outer insulation breached depression; partial lead in segments returned.